Event description:
During a pulmonary vein isolation procedure, blood came back into the handle of the catheter when there was no central lumen. There were no adverse consequences to the patient.

Manufacturer narrative:
One reflexion spiral ep catheter was received for evaluation. The strain relief was noted to be bent and loose from the distal end of the handle and the spiral loop was noted to be stretched. The strain relief was removed from the handle and a blood like substance was noted within and around the strain relief. The catheter handle was disassembled to enable further inspection. Evidence of a blood like substance was noted within the handle, consistent with fluid ingress. It was determined the fluid ingress occurred at the shaft bond joint. Investigation found the cause of the leak at the shaft bond was due to insufficient trim. Actions have been implemented to prevent reoccurrence.